Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger was replaced and the calibration files were reloaded. The system was then found to be operating as intended.

Event description:
A field engineer reported that the system intermittently displayed a channel 8 failure error message at boot up. This error message will likely prevent the system from booting up. There is no report of pt injury associated with this event.